Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation of the pacemaker, it was noted that the left ventricular (lv) lead exhibited high capture threshold which resulted in intermittent loss of capture. The patient is pacemaker dependent. Programming changes were made to address the issue. The patient was in stable condition throughout.